Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 30049791m has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular reentrant tachycardia (avrt)/(wpw) procedure with a ez steer¿ nav bi-directional electrophysiology catheter. It was reported that between electrodes 1-2 and 3-4 there is a clear covering that goes over the electrodes. The issue which was described was that the clear covering rolled back. It was noticed after taking the catheter out of the patient. The procedure was completed successfully. The response received on july 5, 2018 clarified that the clear covering that goes over the electrodes appeared to have become detached at the distal end. It also states that the issue may have occurred during catheter withdrawal from the sheath. A picture of the issue was requested; however, it was not provided. Additional clarification was received on july 10, 2018. It was confirmed that no catheter component was completely detached from the catheter tip. It was confirmed that it looked more like sheathing had been pushed back. Nothing needed to be removed from the patient¿s body. The damage on the tip of the catheter occurred when trying to advance the catheter through the sheath, as the physician had difficulty in advance the catheter, he removed from the sheath and noticed the damage. It was confirmed that there was no patient consequence. The damage described on the catheter tip has been assessed as a reportable malfunction.

Manufacturer narrative:
The biosense webster inc. Failure analysis lab received the device for evaluation on 8/24/2018. It was discovered that there was yellowish transparent foreign material found on the catheter distal tip wrapping around rings 2 and 3 at approximately 0.7 cm to 1.6 cm from the distal tip. No other visual damages. The foreign material on the distal tip of the catheter was also assessed as a reportable malfunction. Therefore, device codes has been populated. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
During additional testing on october 15, 2018 by the biosense webster inc. Failure analysis lab, the infrared results confirmed the previous lab finding that foreign material was present. The result is thought to be biological-base material presumably human tissue. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Investigation summary: it was reported that a patient underwent an atrioventricular reentrant tachycardia (avrt)/(wpw) procedure with an ez steer¿ nav bi-directional electrophysiology catheter. It was reported that between electrodes 1-2 and 3-4 there is a clear covering that goes over the electrodes. The issue which was described was that the clear covering rolled back. It was noticed after taking the catheter out of the patient. The procedure was completed successfully. The response received stated it was confirmed that no catheter component was completely detached from the catheter tip. It was confirmed that it looked more like sheathing had been pushed back. Nothing needed to be removed from the patient¿s body. The damage on the tip of the catheter occurred when trying to advance the catheter through the sheath, as the physician had difficulty in advancing the catheter. He removed from the sheath and noticed the damage. It was confirmed that there was no patient consequence. The device was inspected and yellowish transparent foreign material was found on the catheter tip, wrapping around rings, no visual damage was observed. A fourier transform infrared spectroscopy test (ftir) was performed and the results showed that foreign material present a biological-base material presumably human tissue. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of issue from leaving the facility. The customer complaint was not confirmed. The root cause of the foreign material cannot be related to the manufacture process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the procedure. Manufacturer's reference number: (B)(4).